Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from the (B)(6) medical examiner office with no information. Information identified in the paperwork indicated the patient died approximately eight months post implant of the crt-d system approximately three years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.